Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated patient¿s heart wall. Event was confirmed via echocardiogram. Along with the data from the device interrogation. Reportedly atrial fibrillation. Increase and inconsistent ventricular thresholds. Evidence suggests that event was attributed to patient anatomy. The patient had pericardial effusion. A surgical procedure was performed wherein this lead was explanted and replaced. Pericardial synthesis was performed. No additional adverse patient effects were reported.